Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
The following was published in an article titled "ambulatory pulmonary artery pressure monitoring reduces costs and improves outcomes in symptomatic heart failure: a single-centre canadian experience" by: (B)(6) md "one patient had an unsuccessful implantation due to multiple retained right ventricular leads from an intracardiac device."